Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, the glare and distortion are worse than before the surgeries, especially during the day. The consumer stated that if she moves her eyes right to left and back, she sees wavy lines down the middle of her sight. She reported that her vision is very sharp, but the glare, distortion, and wavy lines are very disturbing. The consumer stated she has not seen her surgeon in the past four to six months. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/14/2012 and 02/21/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).